Event description:
From speaking with my sleep coach, I have learned this device is designed to go to maximum pressure and airflow if a leak is detected. There are no settings to adjust this and it is not programmed correctly, resulting in the device potentially smothering the user if it detects a leak while they are sleeping. This happened several times to me, but the last time this happened I very nearly died from it. That's when I stopped using it and decided to look for information about reporting it, because I have no doubt this device will eventually kill a patient from this defect/design flaw. In that last instance, I was very tired and barely woke up in time to rip the mask off before I suffocated. What's truly terrifying is that when I did, I could barely breathe on my own because my lungs hurt and my diaphragm was exhausted from fighting the machine to breathe while I was unconscious, it must have been operating at maximum for several minutes at least. I felt like I was about to have a stroke or a heart attack, I thought to call 911 but I was completely out of it and couldn't think clearly and I could barely move, likely from being partially oxygen deprived for several minutes. After maybe five minutes or so I just passed out, so it's really just luck I didn't die that night because if this apap. As it seems to be designed this way, the entire product line is a potential wrongful death waiting to happen. Manufacture date: 2023-03. (B)(4). React health.